Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high impedances out of range and high shock impedances out of range. This electrode remains in service. No adverse patient effects were reported.